Event description:
The manufacturer received information that a trilogy evo ventilator was returned to a third-party service center for evaluation of the reported maintenance requested alarm that occurred after a software update. There no harm or injury reported. On device evaluation, error codes e-200 and e-201 indicate therapy buzzer failure and power buzzer failure, respectively. The buzzer requires replacement to address this issue. As part of preventative maintenance, the air foam inlet filter requires replacement. The device passed all testing. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.

Manufacturer narrative:
It was previously reported: the manufacturer received information that a trilogy evo ventilator was returned to a third-party service center for evaluation of the reported maintenance requested alarm that occurred after a software update. There is no harm or injury reported. On device evaluation, error codes e-200 and e-201 indicate therapy buzzer failure and power buzzer failure, respectively. The buzzer requires replacement to address this issue. An additional review of the complaint information indicates this issue was reported in error. The reported issue would only be a reportable device issue per reporting guidelines if the error codes reported were also accompanied by an additional microphone error, which did not occur on this device. Therefore, this device issue does not meet the criteria of a reportable device malfunction per trilogy evo reportability guidelines. The coding grid has been updated accordingly as applicable.